Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hyperglycemia of 26 mmol/l. The customer reported that she had bent cannulas on the infusion sets. The customer reported that her current blood glucose was 11.7 mmol/l. The customer reported that she experienced nausea symptoms related to the high blood glucose. The customer reported that she did not have any ketones. Troubleshooting was performed related to the high blood glucose. The customer was advised to change the entire set, reservoir and insulin. The customer reported that she treated the blood glucose with manual injection. The customer reported that the high blood glucose event began on (B)(6) 2017. The customer reported that the infusion set was changed on (B)(6) 2017 and reported that the bent cannulas tend to be contributing factors in high blood glucose. The customer reported that two weeks ago, diabetes educator made slight changes to the basal patterns because of the high blood glucose. The insulin pump settings were verified and confirmed that the time and date are correct. The customer further reported that the basal rates are programmed accurately. During the troubleshooting, reviewed the bolus history on the insulin pump; on (B)(6) bolus 30.5 units, (B)(6) bolus was 35.2 units and (B)(6) bolus 61.5 units. The customer reported that the bolus history displays all bolus entries based on their recollection. The insulin pump passed the displacement test. The customer was advised to monitor the insulin pump. The product is not expected to return for analysis.